Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire on the jaw of the device became disconnected from the jaw. The wire was not attached to the jaw. The product is not available to be sent back. The customer disposed of the hp due to bio hazard concerns. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire on the jaw of the device became disconnected from the jaw. The wire was not attached to the jaw. The product is not available to be sent back. The customer disposed of the hp due to bio hazard concerns. A replacement device was used to complete the procedure. The hospital did not report any patient effects.